Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his health care professional said it was possible that the insulin pump may be giving incorrect dosage or the strips are bad. The health care professional put the customer on insulin. Customer had high blood glucose this morning around 300 mg/dl and it was hovering around 500 mg/dl all day. Customer had symptoms of high blood glucose such as dry mouth. Customer has not treated for the high blood glucose. Troubleshooting was performed and the insulin did exit the tubing during manual prime. Customer stated that the tubing was completely dry. Customer was advised by the health care professional that he shouldn't bolus and that he needs to adjust the basal rates. Customer is now on a higher concentrate of insulin. Customer has had high blood glucose the last couple of visits, which is why he was prescribed different insulin. Customer was explained the site rotation method, potential scar tissue, and the high blood glucose rule.